Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 150 and 290 mg/dl, he bolused and it started reading low of 50 mg/dl. The customer treated lows with drinking juice. The customer also states the sensor had a false reading and then all of a sudden it would not accept his calibrations. The customer declined troubleshoot for low and high blood glucose. The insulin pump will not be returned for analysis.